Event description:
It was reported that the right ventricular (rv) lead impedance was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Max rv pace impedance is at an approximate baseline of 5000 ohm throughout the record. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2008. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). 18233 of 18921 lifetime v-sic occurred since (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. D154vrc, implantable cardioverter defibrillator, (B)(6) 2008.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device warning occurred for the right ventricular (rv) lead impedance being high. Noise was also noted on the rv lead. The lead remains in use and the physician is following up with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.